Event description:
It was reported that "when using teleflex medical's visistat 35w staplers, it appears that some of them jam during use, at any stage of the stapling process, regardless of who is operating them. The stapler makes a noise, as if the staples are not loaded correctly, and no further staples are fired." A second stapler is required to complete the procedures. There was no patient harm or injury. No medial intervention required. The patient's current condition is unknown at this time.

Manufacturer narrative:
(B)(4).